Event description:
Baxter reported a transfer set has been replaced because of leaks of the peritoneal dialysis fluid through the tubing. The transfer set was in placed april 2005. No pt injury or medical intervention was associated with this incident per baxter.